Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2009-02695. It was reported that during a percutaneous coronary intervention, a balloon got stuck on a guidewire. The physician was post-dilating with a 2.5x15mm apex balloon and wanted to exchange the guidewire. When he attempted to withdraw the forte floppy guidewire, the wire and balloon were stuck together. The two devices had to be removed together. The physician elected to end the procedure at this point because he had post dilated already and was satisfied with the result. No pt injuries or complications occurred. Pt status is satisfactory.